Event description:
Pump was returned for servicing with report it failed routine accuracy testing as per the service manual performed by hospital biomed. There was no pt involvement and no adverse outcome resulted.